Event description:
It was reported that sometime after surgery the pt heard a popping sound and afterwards had trouble walking. X-rays showed that two screws were broken at s1. A revision surgery was performed approx 8 months post op.